Manufacturer narrative:
Caridianbct internal reference: (B)(4). Risk analysis: this incident, while destructive to the centrifuge basin, does not pose a hazard to the operator, donor or bystander. The centrifuge assembly was designed with safety margins in excess of 3x and the door is designed to contain loose parts (B)(4). No injury was reported, nor has ever been reported for an incident like this. Investigation: the service engineer returned the centrifuge arm assembly, the gear shroud, the geartrain, and the filler assembly. All parts were visually inspected. No issue was found with the centrifuge arm or filler. The gear shrouds were found to have the right half of the shroud severely damaged with several pieces broken off and gear train teeth marks. There were stress cracks found on the shroud bosses. It appears that the stress-crack top right boss broke loose first during centrifuge spinning and gradually the rest of the left half separated from the right half and got tossed around inside the basin and eventually got caught in the gear mesh. This debris caused the damage to the geartrain. Root cause: the damage was caused by stress cracks at the shroud bosses. Over time stress cracks can form at the screw shroud bosses due to the pull of the centrifuge. Corrective/preventive action: preventive maintenance procedure p/n 777093-941 was recently updated to require the inspection of the centrifuge shroud for cracks. Trends will continue to be monitored according to the preventive and corrective action section.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The centrifuge gear train shroud shattered during a run. The leak detector was also damaged, gears were missing from gear train, the upper bearing holder on centrifuge arm twisted, and the filler was scratched.